Event description:
Drive medical received notice from an attorney of an incident involving an oxygen conserver, a device distributed by a drive company. The device allegedly contained a defective seal and/or contaminates within the product that caused oxygen to leak, resulting in extensive damage to the plaintiff's home. This report is based on information provided by the attorney and healthcare provider.